Manufacturer narrative:
Initial 2 of 2. Name: tandem country: united states of america. Street: 11045 roselle street, suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that two infusion set cannula were kinked which led to hyperglycemia on (B)(6) 2026. The blood glucose level was high, and it was treated with correction injection via multiple daily injection.